Manufacturer narrative:
Tracking #.46360. D5,6; h4: info not available. H6; broken inner blade tip. The analysis results confirmed that the instrument was returned with the inner blade tip broken. The broken blade was analyzed and was found to have "cold laps" which were caused during the casting process. The "cold laps" casting issue caused the blades to weaken. Co has documented the circumstances as they were reported to co. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported during a laparoscopy the scissors got caught in the trocar. An attempt was made to remove the scissors from the trocar and the tip of the scissor broke off. The tip did not fall into the abdomen. A second scissor was opened to complete the case. There was no consequence to the pt.